Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported there was a clear fluid dripping from underneath the lh500 instrument. There were no injuries reported and no erroneous patient results generated. Field service engineer (fse) examined the instrument and found the root cause to be a cut tubing going through pinch valve (pv) 43, which opens the path for the complete blood count (cbc) waste drain to the waste chamber vc1. Fse replaced the tubing and there was no further evidence of leaking.